Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump error alarm. The customer stated they were able to clear the alarms and received request to rewind the insulin pump and was able to complete rewind. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Event description:
Troubleshooting was performed. Product was been returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged pump error 15, pump error 53, and pump error 23 found on august 29, 2022. The device passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current test, active current test, and self test. Device passed the basic occlusion test at 4.5 lbs, and device passed the displacement accuracy test at 0.0872 inches. Successfully downloaded device history files and traces using thump software. In the device history files and traces, device alarmed a pump error 15 on the event date of august 29, 2022 at 22:46:09.000 or 10:46:09 pm. Device alarmed a pump error 23 on the event date of 08/29/2022 at 22:46:11.000 or 10:49:11 pm. Device alarmed a pump error 53 on the event date of august 29, 2022 at 23:00:37.000 or 11:00:37 pm (file number: 709, line number: 1216, esf #: (B)(4)) a possible hardware device . Device was cut open to perform visual inspection and found no evidence of physical and moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 15 was confirmed in the device history files and traces problem isolated to the electronic assembly. Pump error 53 was confirmed in the device history files and traces (file number: 709, line number: 1216, esf #: (B)(4)), problem isolated to the electronic assembly. Pump error 23 was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.